Event description:
The customer reported that a message is displayed about an x2 monitor speaker operation problem. The device was used in companion mode. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.